Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced a hyperglycemia event on (B)(6) 2026 and was hospitalized on (B)(6) 2026 due to a bent cannula, as there was insufficient subcutaneous tissue at the insertion site. At admission, blood glucose was 593 mg/dl, sensor glucose was 400 mg/dl and ketones were high. The patient was treated with an insulin pen and IV drip. The infusion set was inserted in the abdomen and had been in use for one day. Symptoms included abdominal pain, and hospitalization lasted twenty-four hours. No further information available.